Manufacturer narrative:
(B)(4). Further investigation identified the correct model/serial number for this product. This duplicate allegation and analysis findings were reported under to the FDA under report (B)(4).

Event description:
--

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited high out-of-range pacing impedances. A lead fracture was suspected. The lead was explanted and replaced without incident. No adverse patient effects were reported. This product is expected to be returned for analysis however without a serial number it will be difficult to identify when it is returned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.